Event description:
It was reported that right ventricular lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2017. The patient was in a stable condition prior, during and after the procedure.